Event description:
The suture was used on an abdominal procedure. Reportedly, the wound dehisced post operatively. The surgeon performed a reoperation to correct the condition. The hosp has reported the pt's condition as satisfactory.